Manufacturer narrative:
H.6. Investigation: the customer reported that the extension sets are not priming/ flowing correctly and also have an opacity. The customer returned one used set of model #20350e and unknown lot number, and a note describing the incident. The note described "weak" spots allowing tubing to kink, causing occlusion. This weak spot was found right before the inlet of the filter, and the complaint of incorrect flow was verified. The root cause is excess solvent around the inlet of the filter. The opacity of the tubing is verified as well, and is also due to the excess solvent applied during the manufacturing process. A device history record review could not be performed on model 20350e because a valid lot number was not provided by the customer. The root cause for the kink can be several things, including folding during packaging or in transit, but cannot be determined.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port was blocked and had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that the extension sets are not priming/ flowing correctly and also have an opacity. Verbatim: the alaris tubing sets are disconnecting, leaking and having flow issues. The smartsite extension sets, there are issues with flow and opacity.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port was blocked and had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that the extension sets are not priming/ flowing correctly and also have an opacity. Verbatim: the alaris tubing sets are disconnecting, leaking and having flow issues. The smartsite extension sets, there are issues with flow and opacity.